Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Significant distortion of the pressure waveform can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, loose connections, or leaks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that, during use, the flotrac gave abnormally high sv (systolic volume) readings when used in conjunction with the ev1000 monitor. Zeroing and leveling did not help. The shape of the arterial curve was normal (no flattening) and map (mean arterial pressure) reading was normal. No error message was displayed due to this issue. The flotrac was used until the end of the procedure to obtain values that were reading correctly. No wrong treatment was provided due to this event. Unfortunately, the flotrac was not available for evaluation, as it was discarded.